Event description:
Went to have ultherapy treatment after reviewing ultherapy's website. Per ultherapy's website, I thought the treatment would be a safe, non-invasive procedure to "tone and tighten" a very small area underneath my chin that was beginning to show slight signs of aging. I had ultherapy treatment at a reputable clinic on my lower face/neck ((B)(6) 2016) before and after pictures are available. Since (B)(6) 2016, I've watched the targeted area (treated with ultherapy's medical device) under chin grow to a "massive double lump" of what appears to be "fat" with multiple layers of "new wrinkles" that I didn't have before. In addition, I am noticing lower face/jaw line has lost volume and appears to be sunken and thin. I believed ultherapy to be a safe method based on their website and per ultherapy's website; ultherapy was cleared by FDA. Please help. I will now need surgery to correct this treatment.